Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on imagery provided. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'there was resistance with the delivery system when the system exited the introducer into abdominal aorta' and 'when the valve came out the introducer, it showed abnormalities at the level of the skirt stent'. Additionally, it was noted that the insertion angle was at 45 degrees. The steep insertion angle can create challenging pathway during delivery system advancement, and lead to resistance. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification' , 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve strut damage at the inflow. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that procedural factors (excessive device manipulation/ steep insertion angle) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). During a 23mm sapien 3 ultra case in aortic position by transfemoral approach, the valve frame was damaged.as reported, the valve was crimped correctly by the attending nurse who has been certified for over a year in crimping. No abnormalities were noticed in the bioprosthesis during the crimping process. During the procedure, the valve was inserted correctly into the introducer via the loader. However, when the valve came out the introducer, it showed abnormalities at the level of the skirt stent. The system was immediately withdrawn with IFU technique, removing the delivery system and introducer together. The valve damaged the introducer during withdrawal, but the femoral artery was not damaged. The lower lamina of the esheath completely opened along its length and there was a perforation of the transitional part. There was resistance with the delivery system when the system exited the introducer into abdominal aorta. There were no complications for the patient.

Manufacturer narrative:
The device was returned for evaluation, therefore a supplemental report is being submitted to include the product evaluation: the valve was returned crimped on the delivery system inflation balloon and fully inserted through sheath. The returned device was visually inspected for any abnormalities and the following was observed: three (3) struts bent outward at the inflow side. Post expanded valve: frame deformed/canted. Three (3) struts remained bent outward at the inflow side near c3. All struts exposed through skirt, normal after crimping and use. Leaflets dehydrated and wrinkled, likely due to storage condition (prolong crimping) during the return handling process. The complaint for valve frame damage was confirmed based on the returned device. No manufacturing non-conformances were identified. A review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies.